Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe plunger stopper was in the wrong position and was missing additive. This was discovered before use. The following information was provided by the initial reporter: before use this batch, the customer found some abg plunger stopper wrong position in syringe (the piston is at 0, not 0.5ml) and no additive is visible to the naked eye.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect plunger placement and no additive with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd preset¿ arterial blood collection syringe plunger stopper was in the wrong position and was missing additive. This was discovered before use. The following information was provided by the initial reporter: before use this batch, the customer found some abg plunger stopper wrong position in syringe (the piston is at 0, not 0.5ml) and no additive is visible to the naked eye.